Event description:
Caller indicated the patient was tested during the night with a reading of 116mg/dl. Around 12:30a.m. The patient had convulsious. Chocolate was placed in the patient's mouth and an ambulance called. Paramedics tested with an outcome of 64mg/dl. Time between tests was not captured. A second test was conducted by the paramedics approximately 1/2 hour later with a heading of 90mg/dl. The patient was transported to hospital and treated with IV.